Manufacturer narrative:
Further information was requested but not received. The lead was returned and visual examinations revealed no malfunctions. A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. The cause of infection could not be traced to the lead.

Event description:
It was reported that the patient presented with a pocket infection and cellulitis at the pacemaker site. The patient subsequently underwent a pacemaker system explant procedure. The physician explanted the entire system, including the pacemaker, right atrial lead, and right ventricular lead. The patient remained in stable condition.